Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site has had issues with navigation and tracking/accuracy. Additional information was received. There was an unknown amount surgical delay. The issue occurred intra-operatively during a functional endoscopic sinus surgery (fess) procedure. No known impact to patient outcome. The event occurred on 2025-jun-04. Additional information was received. The site used the flat plate emitter without showing the patient tracker on the forehead tracking. Tracking details showed the flat plate emitter sitting around 0.66 millimeters (mm). As the surgeon was tracing the field representative (rep) noticed the registration probe tracking around 0.6-1.67mm on the screen. Tracing registration looked good, and the site had no medal interference. As the case proceeded, the system was accurate in some areas of the sinus cavity and about 1-2 mm off in other areas. Conflicting information was received regarding if a surgical delay occurred or not.

Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. This event captures an additional occurrence and is related to regulatory report #826813735 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.